Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was over 400 mg/dl. The pump data was reviewed and verified that the pump software was deactivated. Reportedly, the customer did not deactivate the pump software.